Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Event description:
The nurse reports the pt had vascular surgery, developed acute kidney injury and respiratory failure postoperatively and was placed on a ventilator. It is also reported the pt was 'very unstable at times' requiring 'high oxygen requirements' and was admitted to the intensive care unit on (B)(6) 2015. On (B)(6) 2015 the pt developed 'type 7 stool', a peri-rectal exam was done and the flexi-seal signal fms was inserted with approximately 42 ml of fluid instilled into the retention balloon. The nurse adds on (B)(6) 2015 the pt continued to have 'type 7 stool' with a volume of approximately one liter of stool in 24 hours. The nurse further reports the fms was removed and reinserted and the device leaked four times due to feces leaking around the device from the pt's anus. The nurse went on to report approximately 10 ml of feces leaked around the fms and the skin around the pt's anus was "very excoriated' and had 'areas of bleeding'. The pt had a 'bed upgrade' and the skin around the anus was treated with metanium, cavilon, proshield creams, duoderm hydrocolloid and silvercel. The hospital tissue viability team assessed the pt regularly and on (B)(6) 2015 determined the pt had grade 2 pressure ulcer/pressure damage from the fms. The pt's surgeons stated it is 'difficult to determine the depth of the ulcer'. Finally, the nurse reports the pt has remained in bed and is 'making slow progress in terms of pressure ulcer healing'.

Manufacturer narrative:
Additional information was received on july 22, 2015. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.

Event description:
The fms was discontinued on (B)(6) 2015. It was estimated the blood loss due to the injury was 2-3ml of blood. The end user remains in the intensive care unit and is making progress.